Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with high and low blood glucose levels and failed battery test. The customer's blood glucose level at the time of incident was 515mg/dl. The customer states they treated with pump. The customer's level had been as low as 40mg/dl. The customer drank juice to treat. Troubleshoot was conducted. Air bubbles were noted in the tubing. The customer is being sent replacement battery cap. The customer was advised to change out their set. The device passed testing and was found to be operating as designed. The customer was advised to conduct full set, reservoir and insulin change. The customer was advised to monitor the device and call back if issues persist.